Event description:
It was reported that the patient had a csf (cerebrospinal fluid) leak. A catheter revision was done on (B)(6) 2013. As of (B)(4) 2013, the patient was ¿fine¿. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, lot# n167949012, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. (B)(4).